Event description:
The patient was being seen for the first time by the healthcare provider (hcp) on (B)(6)2012. They were refilling the pump with morphine and bupivacaine and saw a motor stall on interrogation. The hcp read the logs and there was a motor stall on (B)(6) 2012 and tube set alarm on (B)(6) 2012, but no recovery recorded. The logs also showed a refill was done on (B)(6) 2012 with 10ml of saline. It was noted that the patient did not have an MRI back in (B)(6), but had had a cat scan; the date of the cat scan was not reported. The hcp had the telemetry from the prior clinic and there was mention of a motor stall in the logs. The hcp stated that the programmer said there should be 7.9ml of saline and that's what they aspirated. The physician chose not to prime the catheter and pump tubing, so it would take until the end of the next week before the patient started receiving the drug. On (B)(6) 2012, it was reported that the patient was not having therapeutic effect/not getting any relief. The pump was still saying it was stalled and was alarming. The pump had not been accessed to see if it was infusing. Review of the logs confirmed only the one motor stall on (B)(6) 2012 with no recovery recorded. This reporter stated that the notes indicated that when the pump was filled in april by the previous clinic, 18ml of saline was put into the pump rather than the 10 that had been previously reported and that in november the physician drew out 17ml of saline rather than the 7.9 that was previously reported. The physician wanted to replace the pump and check the catheter at that time. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information was received. It was reported that the cause of the motor was still unknown. At the time of report, no additional troubleshooting had been performed. A replacement procedure was to be scheduled as soon as possible, though no specific date was given.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).